Event description:
One section of the harmonic blade broke off inside pelvis during laparoscopic subtotal hysterectomy. Blade was retrieved.what was the original intended procedure?laparoscopic subtotal hysterectomy.device #1is this a laboratory device or laboratory test?no.